Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
Nurse called requesting assistance with timing with the intra-aortic balloon. She stated that she wanted to change the inflation timing. She stated that the patient had been transferred after post-open-heart surgery approximately 4 hours prior to calling the clinical line. A screenshot of the iabp monitor revealed the pump was in auto-mode, in a frequency of 1:2 with a significant amount of ECG artifact. No patient harm or injury reported.

Manufacturer narrative:
Correction section: h11. Upon further review it was determined that the reported event was not related to a malfunction of the getinge balloon device and therefore the complaint is being cancelled. Please cancel in your database.